Manufacturer narrative:
Device was not returned for analysis, however device analysis is unable to confirm migration. Based on the information available, a single definitive root cause was unable to be identified.

Event description:
Related manufacturer reference number: 3006705815-2019-03942. It was reported the patient experienced ineffective stimulation as her leads had migrated. Surgical intervention was undertaken on (B)(6) 2019 during which the leads were explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.